Event description:
Account experiencing discrepant calcium or bicarbonate results for approx 350 samples compared to repeat results from a different analyzer- same methodology. Only the following five examples were provided: sample 1, initial calcium gave 3.7 mg/dl; repeat gave 9.7 mg/dl. Sample 2, initial calcium gave 3.0 mg/dl; repeat gave 10.0 mg/dl. Sample 3, initial calcium gave 2.5 mg/dl; repeat gave 9.0 mg/dl. Sample 4, initial bicarbonate gave 52 mmol/l; repeat gave 28 mmol/l. Sample 5, initial bicarbonate gave 62 mmol/l; repeat gave 21 mmol/l. Erroneous results were not reported. The field service representative was unable to determine root cause. Performance tests were performed which were within specifications.